Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 63, 102, 70, 83 and 209 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing vertigo and self-treating with glucose tablets and drinking regular soda to counteract the event. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.